Manufacturer narrative:
This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator and right ventricular lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. Troubleshooting is ongoing and the system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicates that no changes will be made to the system and the patient will continue to be monitored. No adverse patient effects were reported.

Event description:
Additional information provided from the field indicated another high out of range shock impedance measurement was observed. No further details regarding this event were provided from the field. The system remains in service and no adverse patient effects were reported.